Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent an unspecified breast implantation surgery with an unspecified mentor breast prosthesis on the right side, suffered breast pain post-operatively. Patient added that the right breast is very painful that they are unable to lift a child. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.